Manufacturer narrative:
This supplemental report is being submitted to provide additional information and correct the initial report. The occurrence of error e110 and the failure of the optical filter, reported in the initial report "h10 provide narrative data" were defects detected during the olympus china sales & marketing (ocsm) repair completed on (B)(6), 2019. Ocsm further inspected the device and confirmed the following; -abnormal noise was generated from inside the device due to loose screws. -the panel had poor appearance such as wear, impact marks, and deformation. -the cm board and socket were replaced. In the cm board, some video output control and led lighting control are carried out. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, based on the above information, the reported defects in front panel and endoscopic image may have been caused by an accidental failure of an electronic component on the cm board. In addition, the abnormal noise from the inside of the device may be caused by accidental loosening of the screw due to the use of the device or loosening of the screw due to an external factor. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the power switch worked, but the power indicator did not light up. Error code e110 was displayed on the monitor screen and the optical filter was damaged. Error code e110 means that the video system center is damaged. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that abnormal noise was generated from inside the device. This device is an olympus asset and there was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus (B)(4) and found that the following; the buttons on the front panel did not respond and did not light up. The endoscopic image was not displayed.